Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2019 due to low blood glucose and seizure. Customer was admitted into the intensive care unit. Customer was not able to obtain the blood glucose readings. Customer alleged that the insulin pump was over delivering insulin. Customer reported of using the auto mode feature on the insulin pump but was not sure if pump was automatically delivering insulin at the time of incident due to being ¿kicked¿ out of auto mode by pump. Troubleshooting was performed and customer was not able to upload to carelink. Customer¿s blood glucose at the time of call was 142 mg/dl. Insulin pump is expected to return for failure analysis.